Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones performed on (B)(6) 2025. During the procedure, the cutting wire was intact, but the wire anchor dislodged from the catheter. A photo of the device outside the patient was provided and showed that the cutting wire was intact, but the wire anchor was dislodged from the catheter. The device was removed, and the procedure was completed with another of the same device. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged or dislocated. Block h11: investigation results. The hydratome rx 44 device was not returned for analysis as it was reported to be discarded. Therefore, a technical analysis could not be performed. However, a media analysis was performed on the photo of the device provided by the complainant. The photo revealed that, at the distal tip, the wire anchor was dislodged or dislocated from the distal pierce hole. This problem mode is present when the working length is torn. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of wire/anchor dislodged or dislocated was confirmed. According to the photo provided by the customer the wire anchor was dislodged or dislocated. The dislodged/dislocated wire anchor could be caused by bowing the device without being completely out of the scope, which can tear the working length and displace or dislodge the cutting wire anchor from its position. Therefore, the most probable cause of this complaint is adverse event related to procedure.